Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was unknown. The customer reported that the display was flashing white. It was reported that they found power loss alarm in the history. It was reported that the insulin pump display was flashing on and off. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected partial display or missing segments were observed. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No unexpected rewind anomalies, insulin flow blocked alarms or prime anomalies were noted either. Device was programmed with a test guardian link transmitter and glucose sensor simulator. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated and displayed the programmed value properly on the display graph. No unexpected sensor errors or anomalies were noted during testing.